Manufacturer narrative:
(B)(4). The customer reported an inability to acquire a 12 lead ECG. There was no pt involvement. The device as sent to the philips repair bench for evaluation. The leadset and trunk cables initially were not sent in with the device and the reported symptom could not be reported. The customer was contacted and requested to send in the lead and trunk cable. The reported symptom was then recreated with the customer cables. The issue was isolated to the trunk cable. The trunk cable was replaced to resolve the reported symptom. The device passed all testing and was returned to the customer site.

Event description:
The customer reported an inability to acquire a 12 lead ECG. There was no pt involvement.